Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. They would not be more specific as to what events led to the hospitalization. They were insistent that they receive a new pump because their diabetes educator recommended it, and did not wish to review the pump event log or any other troubleshooting measures. As of the time of this report the reporter has not yet returned the device to the MFR for evaluation.